Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm low battery. Customer's blood glucose was unknown mg/dl. The customer was advised to clean battery cap with a dry cotton swab. Customer was instructed to wait 5 seconds before inserting new battery. The customer was advised that we will ship a replacement battery cap. The customer was advised to revert to a backup plan.